Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During the occlusion test the insulin pump was able to deliver a 2.0 fill cannula delivery with water exiting the infusion set; no prime fill anomaly, bolus anomaly or basal anomaly noted during testing. However, the insulin pump was received with a scratched case, cracked battery tube threads and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not delivering. Customer's blood glucose was 38.0 mmol/l. Customer had chest pain and collapsed. Customer went to the hospital. Customer reported that insulin is not seen at the end of cannula during priming. During troubleshooting, insulin pump passed self-test. Insulin pump would be replaced.